Event description:
Baxter reports a customer had an overinfusion during patient use. Reportedly, the unit infused 100ml over 24 hours without use of the bolus button. Contents were ropivacaine hydrochloride hydrate, buprenorphine hydrochloride. There was no patient injury or medical intervention.